Manufacturer narrative:
Other applicable components are: product ID: 8703, lot# j92-098972, implanted: (B)(6) 1992, product type: catheter.

Event description:
Information was received from the manufacturing representative through a health care provider (hcp) regarding a patient receiving intrathecal morphine. The indication for use was non-malignant pain. The patient presented to the emergency department on (B)(6) 2016 with leg issues (loss of feeling in legs). It was determined there was a granuloma at the catheter tip; the cord compressed. The granuloma was removed, and 0.9cm was trimmed from the catheter (which remained in place). The patient was receiving therapy with benefit. The issue was resolved at the time of this report. The patient&#62688;status was "alive - no injury" at the time of this report. The patient was regaining feeling in their legs and recovering from paralysis; they were not projected to have any long term issues and would regain all function of lower limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.